Event description:
"A patient with a cardioseal implant was seen presenting with signs of a tia. Patient refused tee. An echo was performed revealing a thrombus on the left atrium. Additional testing has been scheduled.